Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was charging more than expected. It was noted that the patient stated that he used stimulation and doesn¿t use it. It was noted that 6 months ago the patient¿s pain started getting worse so the patient started trying to use it again, but since that then the implantable neurostimulator (ins) did not seem to hold a charge. It was noted that the patient charged the ins and used it for a little while and then it went off and goes dead, and then he had to charge it, turn it on, and then it would go dead. It was noted that the patient stated that he charged it to nearly full, but the last time the patient charged the device to nearly full was about a month prior to report. It was noted the patient experienced irritating uncomfortable stimulation. It was noted that the patient stated that he always tried to use it, but after a couple of hours or 3 to 4 hours the patient ¿kind of got irritated with it.¿ it was noted that the stimulation would get irritating and was ¿not working constant zap,¿ like the machine needed to turn it off. It was noted that after a while it quit working for the pain. It was noted that the doctor only put 2 programs on the device and the adaptive stimulation did not seem to work well to adapt to the changes. It was noted that the patient checked with the programmer and got synced up and then the battery was empty. It was noted that the patient¿s biggest problem was that when he went to the healthcare professional (hcp) he was not in pain. It was noted that the patient¿s back spasm when he pulled the hose in the yard.